Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) and a consumer stated the patient had an unresolved pump motor stall. The patient stated that they heard the pump alarming and over the next couple of days the patient went through withdrawal. There was no environmental/external/patient factors that may have caused or contributed to the event. It was noted as normal usage. The pump was interrogated and an unresolved motor stall had occurred. Surgical intervention occurred as the pump was replaced on (B)(6) 2018. It was noted that the issue was resolved at time of report and the patient's status at time of report was "alive-no injury. The patient's weight was listed as (B)(6). The patient's medical history included failed back surgery syndrome. It was noted the patient was receiving dilaudid 5 mg/ml and the pump was at minimum rate. The rep had possession of the pump and will be sending it back for analysis. Additional information received from the patient indicated the pump was replaced on (B)(6) 2018. (Please note: this is conflicting information in regards to when the pump was replaced as the hcp and rep stated the pump was replaced on (B)(6) 2018.) The patient repeated information previously reported that the pump just broke. The patient stated they went through 3 weeks of agonizing withdrawal symptoms. No further information was reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient went in to get the pump filled last wednesday (B)(6) 2018) and the hcp said it was broken. The surgeon cannot replace it for two more weeks and there was no way he can live without it getting fixed. The patient was pulling his hair out going through withdrawal and in pain. The healthcare provider (hcp) gave him medication, but it did not help at all. The hcp was addressing the situation. The pump was delivering dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was unknown, with an unknown dose and concentration. The patient stated he used to have morphine and now he thinks it¿s diluted but he isn¿t sure. The reason for use was spinal pain. It was reported that there was a ptm code of 8476 ¿a couple of days ago¿ prior to the call date of (B)(6) 2018. The code meaning was reviewed as motor stall. The caller stated that they heard the pump alarm. He then stated that he was not sure if it was the alarm he was hearing or not, he thinks he heard the alarm. The caller was to follow up with the healthcare professional (hcp) as soon as possible. The patient was scheduled to see him tomorrow ((B)(6) 2018 ) and should call him right away. It was also reviewed by product services specialist (pss) that the patient may want to consider going to the emergency room (ER) where they will be able to help with the symptoms that the patient is presenting. Pss reviewed that they will not be able to help with the pump, but may be able to contact the doctor for the patient. The change in symptoms was listed as ¿gradual.¿ the patient stated that he was hurting so bad he can¿t think. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-mar-09. It was reported that the ¿pump stopped functioning.¿ there was ¿increased pain which was withdrawal from the pump.¿ the patient was getting 8476 code. The patient went to the doctor yesterday ((B)(6) 2018) and the patient will need a new pump implanted. The doctor said that the patient was not getting any drug. The caller (B)(6) have a list of medication. The caller also stated that the neurosurgeon says they will not be able to implant the pump until (B)(6) 2018. The doctor gave the patient dilaudid, but it does not seem to be helping with the pain. During the call ¿the pain doctor call and patient said she needed to hang up.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and a stall due to shaft bearing. Analysis also identified overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found "there was a stall due to shaft bearing" corrected to "there was a stall due to gear wheel 3." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that customer informed the rep yesterday. Serial number was (B)(4). Cause of motor stall was not known. Patient was put on minimum rate. The issue had not been resolved. Patient's weight was not known. Patient was being referred to urgent replacement. No further complications were reported.